Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 7.5 mg/ml of marcaine and 20 mg/ml of morphine via an implantable pump for spinal pain. The daily doses were not available. It was reported a motor stall was seen upon interrogation and the patient had not recently had a magnetic resonance imaging (MRI) procedure. The pump status and/or event log report showed the motor stall was active. The patient¿s pump had been intermittently stalling in the month of (B)(6) (2018). It was not known when the pump started stalling. The most recent stall occurred on (B)(6) 2018, and the device was still currently stalled. It was confirmed that the patient had not been exposed to electromagnetic interference (emi) or MRI, and magnets were ruled-out. The doctor wanted the pump shut off, so they could replace it. The pump off code was provided. It was unknown if the patient had experienced any symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported the pump was replaced on (B)(6) 2019. Regarding the onset of the motor stalls, the hcp stated the pump started stalling in (B)(6) 2018. On (B)(6) 2018 the patient experienced nausea, vomiting, diarrhea, and body aches. The patient thought they had the flu. It was reported the pump would not be returned to the manufacturer for analysis. The rationale for no return was provided as "surgery completed." The current status of the patient's device was provided as "running."